Manufacturer narrative:
The reagent lot number is 923108. The investigation is ongoing.

Event description:
There was an allegation of questionable alkaline phosphatase acc. To ifcc gen.2 results for 3 patient samples on a cobas c 503 analytical unit. On (B)(6) 2026, sample 1 had an initial result of 444 u/l. The repeat result was 113 u/l. The repeat result was deemed correct. On (B)(6) 2026, sample 2 had an initial result of 346 u/l. The repeat result was 75.3 u/l. The repeat result was deemed correct. On (B)(6) 2026, sample 3 had an initial result of 235 u/l. The repeat result was 96.9 u/l.